Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatty liver infiltration. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and bacterial infection ("infection (other) describe: bacterial infections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, bacterial infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered bacterial infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Outcome of event pain was updated from unknown to recovering/resolving. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure device.'), pelvic inflammatory disease ('pid') and pelvic pain ('pelvic pain/ pain/ pelvic area') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fatty liver infiltration. Concomitant products included enalapril since (B)(6) 2011, levonorgestrel (mirena), metoprolol and nsaids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced bacterial infection ("infection (other) describe: bacterial infections"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic inflammatory disease, menstrual disorder, bacterial infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bacterial infection, depression, device breakage, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information regarding essure removal in current follow up (B)(6) 19: have you had your essure (or any part of the device) removed: no. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded; on (B)(6) 2014: unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure device.'), pelvic inflammatory disease ('pid') and pelvic pain ('pelvic pain/ pain/ pelvic area') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fatty liver infiltration. Concomitant products included enalapril since (B)(6) 2011, levonorgestrel (mirena), metoprolol and nsaids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2014, the patient experienced bacterial infection ("infection (other) describe: bacterial infections"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic inflammatory disease, menstrual disorder, bacterial infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bacterial infection, depression, device breakage, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information regarding essure removal in current follow up (B)(6) 2019: have you had your essure (or any part of the device) removed: no. If you have not had your essure removed, are you currently planning for essure removal: no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded; on (B)(6) 2014: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical record received. Events added: fragmented essure device, pid. Reporters information, concomitant drug, and lab data were added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fatty liver infiltration. Concomitant products included enalapril since january 2011, metoprolol and nsaid's. In january 2008, the patient had essure inserted. On (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6)2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In january 2014, the patient experienced bacterial infection ("infection (other) describe: bacterial infections"). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, bacterial infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and vaginal infection outcome was unknown. The reporter considered anxiety, bacterial infection, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant information regarding essure removal in current follow up 07-jan-19: have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet was received. Events added from pfs- vaginal infection. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fatty liver infiltration. Concomitant products included metoprolol and nsaid's. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced bacterial infection ("infection (other) describe: bacterial infections"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, bacterial infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bacterial infection, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Other relevant history updated. Events: depression, anxiety, dyspareunia were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.